Event description:
It was reported by the aci sales professional that a male patient weighing (B)(6) lbs underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained via a 5f sheath (unknown model). Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 5f to close the access site. It was reported that the closure went "fine" with no complications noted. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The patient was put on coumadin (unknown when or for how long) for aortic stenosis. One week after the procedure ( (B)(6) 2013), the patient went to the hospital where a CT scan was performed which revealed an rph (retroperitoneal hematoma) size unknown. The physician noted that there was a back wall stick from the procedure. The patient remained in the hospital and received a blood transfusion (units unknown). The patient was reported as stable. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the information provided, the cause of the reported retroperitoneal bleed could have been the back wall stick.